Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345. A review of the event history log verified one occurrence of system error 345 as verification of the issue. Additional evaluation testing did not reproduce the failure, however the upstream thermistor reading was found out of the calibrated specification. The thermistor sensor was replaced to correct the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.